Event description:
It was reported that the customer received a compromised force sensor system alarm. Insulin was squirting out during the manual prime process. Her blood glucose level was 352 mg/dl. Insulin continued to drip after the motor stopped during the manual prime process. She was unable to exit the preparing to prime loop. The drive support cap was flushed. She was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test and motor error during basic occlusion test due to slightly loose drive support disk. No a33 alarms noted and the passed displacement test. The insulin pump has minor scratches on lcd window, cracked reservoir tube lip and missing end cap sticker.